Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/17/2020. Additional information was requested and the following was obtained: did the suture separate completely? Yes. In relation to needle, what is the approximate location of suture breakage? Unknown. What tissue was being approximated or sutured when it broke? Perineal muscularis. Additional h3 investigation summary: it was reported breakage suture. One unopened sample of product code w9962, lot plcgklb0 was received for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an episiotomy on (B)(6) 2020 and the suture was used. It was reported that during surgery, the suture broke during knotting. A replacement device was used to complete the procedure. There were no adverse patient consequences reported.